Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0094929. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-06-02. Medical device lot #: 0028906. Medical device expiration date: 2025-01-31. Device manufacture date: 2020-01-28. Medical device lot #: 0309947. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-04. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needle 4mm was unable to deliver medication. The following information was provided by the initial reporter: it was reported that needles let a little fluid into body and then stop.